Manufacturer narrative:
(B)(4).

Event description:
It was reported that patient presented to the or for system extraction due to a vascular impaction on their left arm. System was extracted and replaced. Patient was stable before, during and after the procedure.